Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 181 mg/dl. The customer stated there is cracked on the battery area of the insulin pump. The customer was to discontinue use of the insulin pump and revert to a back up plan per healthcare provider per instruction. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.